Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026 2:00 pm, the patient was just outside when he got a sound alert that his cgm reading was 85 mg/dl. The patient felt no symptoms. The patient was not able to do a fingerstick or take any medication when he passed out. The patient believed that he was unconscious for a few minutes. The mailman found him unconscious and woke him up. The mailman then called an ambulance. The ambulance took a fingerstick but the patient does not recall what the fingerstick reading was. He was also not sure what his cgm reading when the fingerstick was taken. No medication or treatment was given by the paramedics. The patient was then taken to the ER. At the ER, they took a fingerstick but the patient does not know what the fingerstick reading was and does not know what his cgm reading at the ER. The patient was given orange juice. As for the lump on the head and bruised ribs, no treatment was given. The ER staff did an x-ray and it showed that there was nothing broken. The patient stayed at the ER until 7:30 pm and then went home. At the time of the call, the patient was fine. No other details were documented. Per medical review, this would constitute a serious adverse event as there was a serious injury (loc) and medical intervention (ed). Per documentation, it was reported that the patient experienced inaccurate cgm values which occurred an unknown day after the sensor had been inserted (no information about the insertion site). On april 24 2:00 pm, the patient was just outside when he got a sound alert that his cgm reading was 85 mg/dl. He felt no symptoms. The patient was not able to do a fingerstick or take any medication when he passed out. He believed that he was unconscious for a few minutes. The mailman found him unconscious and woke him up. The mailman then called an ambulance. The ambulance took a fingerstick but the patient does not recall what the fingerstick reading was. The patient was also not sure what his cgm reading when the fingerstick was taken. No medication or treatment was given by the paramedics. He was then taken to the ER. At the ER, they took a fingerstick but the patient does not know what the fingerstick reading was and does not know what his cgm reading at the ER. The patient was given orange juice. As for the lump in the head and bruised ribs, no treatment was given. The ER staff did an x-ray and it showed that there was nothing broken. The patient stayed at the ER until 7:30 pm and then went home. At the time of the call, the patient was fine. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).